Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been having problems with getting a shocking sensation when they could and sometimes with positional movement. It was reported that there was increased pain at the implantable neurostimulator (ins) site. The health care professional (hcp) thought that maybe the patient¿s body was rejecting the device as they had problems with the hardware in their knee that had to be removed. The patient had more pain and numbness in their extremities. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their ins and lead were surgically removed on (B)(6)2017 because they had a shocking and jolting sensation, and because their device did not provide stimulation where they needed it. They added that they would feel a jolt by their shoulder blades even though the implant was turned off. The patient stated that their implant did not cover their target pain like their trial did. The patient mentioned that they met with their manufacturing representative for reprogramming, but it was not successful. They also noted that they were unable to have an MRI to diagnose their medical issues because their system was not MRI compatible. The patient also stated that they gradually developed a number of neurological issues. The patient was unsure if they were related to their device or therapy, but claims that a healthcare provider suspected that their medical issues were a result of the patient¿s body rejecting their device, or having a reaction to the device materials. The patient was also diagnosed with ¿pulmonary sarcoidosis¿ and developed other issues such as a loss of balance, loss of coordination, and neuropathy on their left side. The patient noted t hat these issues may be a reaction to their device, but also noted that their mother had very similar issues, so they were unsure if the symptoms were due to an underlying medical condition. No falls, trauma, or exposure to emi were reported. The patient was to follow-up with their healthcare provider to address all of their symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the positional shocking and increased in ins site started a few months ago when they had the flu. Vomiting and diarrhea seemed to make it worse. The patient also has sarcoidosis in their lungs. The shocking continued to happen, even when the unit was off, with increased pain and numbness. No further complications were reported. The patient¿s weight was reported as (B)(6) pounds. The patient was having difficulty finding a healthcare provider.